Event description:
It was reported, "baby had blister-like reaction from the electrode". Treatment included bandaid and bacitracin ointment.

Manufacturer narrative:
The neotrode ECG electrode is an electrocardiograph electrode, an electrical conductor which is applied to the surface of the body intended to transmit the electrical signal at the body surface to a processor via lead wires and cables that produce an electrocardiogram to be used by the clinician in diagnosing or monitoring a patient's condition. This product is a single use, disposable device. A DHR/lhr, device history record/lot history record, review was not accomplished as the lot number was not provided. Three (3) electrodes were returned to conmed complaint center for investigation. The returned devices were examined in the laboratory. The complaints devices were received in an open pouch and in poor condition. The gel of the returned electrodes was dried out prior to receiving at conmed complaint center. No visual damage to the wire and socket connection was observed during the review an ECG survey sent to the end-user to collect additional information surrounding the reported event. The ECG electrode survey indicates that no site prep was performed prior to the product use. IFU specifies "the electrode site should be dry before electrode application. Fluids, including skin cleansing solutions, lotions or soapy water may cause skin irritation and loss of adhesion". The ECG survey also indicates that the electrodes were applied with the bath. This would increase the probability of fluid being trapped under the electrodes. The mitigating factors for "reaction/blister" issue are listed in the instruction for use. IFU specifies "to minimize skin trauma during electrode removal, lift slowly and gently from the peel tab or electrode edge". The complaint failure mode was confirmed based on the ECG survey supplied by the end user. However, no visual evidence of "reaction/blisters" was provided by the end user. The root cause of the failure mode is not determined at this time due to poor sample condition. No corrective action is recommended at this time. Conmed is considering this complaint closed.

Manufacturer narrative:
Device evaluation anticipated; yet, not commenced to date. On completion of a quality engineering evaluation a supplemental report will be sent.